Event description:
It was reported by the patient that 9 days after replacement surgery he had an allergic reaction and he was hospitalized. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.